Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger resets.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation the battery charger/modem reset. There was liquid contamination on the battery board. The cause for the failure was isolated to the contaminated battery board. The root cause for the contamination was likely ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.